Event description:
It was reported that the system displayed a charger failure error message and would not complete boot up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery packs in the mainframe and the f1 fuse on the powercap module were evaluated and replaced. The system was tested and found to be working as intended and returned to service.